Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The tech found the hi/low cylinder was leaking oil. The tech replaced the head hi/low cylinder to repair the stretcher.